Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic sigmoid colectomy procedure, the surgeon fired the device and no staples deployed on the tissue. All the staples were seen at the distal edge of the device. The colon tissue was stretched and the procedure was completed by hand-sewing the anastomosis. This is all the information available.

Manufacturer narrative:
(B)(4).